Manufacturer narrative:
One delivery system in the release position along with a sheath and a dilator were returned, evaluated and retained by this MFR. The filter remains implanted and is not available for evaluation. Performance testing was conducted on the delivery system and no leaks were noted. However, the sheath unscrewed itself from the dilator when pulled on. Follow up indicated continuous flushing of the carrier system was not performed prior to deployment which may have contributed to this event. However without evaluating the entire system, a thorough investigation could not be performed. F11. Date MFR initially forwarded report to FDA. 100(other) entire device not returned therfore thorough evaluation could not be performed.

Event description:
Following filter placement, thrombus was noted above he filer. Another filter was successfully placed above the thrombus and initial filter without pt complications. This device remains implanted, therefore, no failure analysis will be available. It was indicated continuous flushing of the carrier system was not performed prior to deployment which may have contributed to this event. Co's directions for use state: "the introducer catheter must be flushed through the opened flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure... Insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon releaase... Confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter... Do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."